Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on the information provided by the user facility, it is likely that the cause of the event was related to the selection of using an 8fr angio-seal on an access point that was larger than 8fr. However, the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a clot was collected using a 9 fr sheath. After that, the angio-seal device (vip, 8 fr) was used and hemostasis was successfully achieved. Then the patient rested quietly in bed for 24 hours. On the following day, june 26, when the patient was horizontally moved on the bed for an inspection, the patient felt a pain. The puncture site was found to have swollen, which was about the size of a tennis ball. A hematoma developed after the procedure. Manual compression was applied, and the patient now has no pain anymore. The patient's condition is currently being observed. The procedure before deploying the device was acute ischemic stroke (ais), thrombus collecting. A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.